Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and there was presence of clear surgical residue on the product. Visual inspection found the lens haptic to be broken. Method code: no additional similar complaint type event(s) within associated lots were found. The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -1.5/1.5/175 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to refractive surprise. A similar lens was then implanted on (B)(6) 2017 and the problem was resolved. The date of explant is corrected from (B)(6) 2017 to (B)(6) 2017. The device manufactured date is corrected from 25-jun-2015 to 26-jun-2015. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -1.5/1.5/175 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to refractive surprise. The lens was then exchanged for a similar lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: dimensional and functional inspection found the lens within specifications. (B)(4)